Event description:
It was reported "failed perclose left femoral artery manual compression 20min hematoma 4x5cm noted at the end of procedure pseudoaneurysm visualized by doppler (B)(6) 2024 stent implanted left femoral artery (B)(6) 2024." There was no patient harm or injury from the event. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following placement of the sapien 3 26mm valve, protamine was administered and an 18f ce manta was deployed in the right femoral artery, no further adjunctive sources were required to achieve hemostasis. The time to hemostasis was one minute and fifty-three seconds. The patient experienced a severe adverse event (ae). A perclose was deployed in the left femoral artery for closure and was unsuccessful in achieving hemostasis. Manual pressure was held for twenty minutes, and a check by clinical exam and post-deployment angiography indicated a 4x5cm hematoma present after the procedure. The next day, a doppler was performed indicating a pseudoaneurysm, and a stent was implanted in the left femoral artery. No further adverse events were reported. The patient did not experience any harm, injury, or health consequence from this event and the patient outcome post-procedure was fine and was discharged the following day. The device was not returned for investigation. There is believed to be no device failure. The right common femoral artery was successfully closed and completed with the manta device. There appears to be no product quality issue concerning manufacture, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "failed perclose left femoral artery manual compression 20min hematoma 4x5cm noted at the end of procedure pseudoaneurysm visualized by doppler (B)(6) 2024 stent implanted left femoral artery (B)(6) 2024." There was no patient harm or injury from the event. The patient's current condition is reported as "fine."